Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has error codes 90008 (paddle not seating properly ) and e0000040 (time and date error). There was no reported patient involvement.